Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully placed on the leaflets and the deployment steps were started. After testing the lock, the lock line release latch was lifted and the lock knob release was retracked when there was resistance felt on the lock line. It was determined that they would remove the clip from the patient, the lock line was pulled to make tension and the clip was unlocked, opened and retracted into the right atrium (ra) and into the triclip steerable guide catheter (tsgc). Two triclips were then implanted successfully and the procedure was discontinued. The final tr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported physical resistance of the lock line was confirmed via device analysis. Additionally, it was observed that the lock line was unable to remove from the latch (inability to remove the lock line). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and the returned device analysis, the reported physical resistance of the lock line appears to be related to observed inability to remove the lock line. The investigation determines that the inability to remove the lock line appears to be related to a potential product quality issue. Therefore, this complaint was initiated an exception to evaluate whether a product issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.